Manufacturer narrative:
Device passed displacement test and selftest. Pump error 53 was present in the device trace download due to software error .

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a software error detected alarm. The customer¿s blood glucose level was 152 mg/dl. The customer was able to successfully clear the alarm. The customer was able to complete insulin pump rewound. Customer stated fill cannula was not recorded in daily history. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.